Event description:
Related manufacturer reference numbers: 2017865-2022-09332. It was reported that the patient presented in clinic for follow-up. It was previously noted that the right ventricular (rv) lead was not functioning and the issue was not specified. The rv lead was found fractured due to clavicular crush. Upon interrogation, it was also found that the atrial lead exhibited high capture threshold. The atrial lead and the rv lead were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. A full lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation at 8.2 cm to 8.5 cm from the connector pin, consistent with friction to device can. The cause of high capture threshold was due to the exposure of the outer coil.